Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. Based on the information provided, the patient experienced mesh erosion and infection. The warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ if additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2014 - the patient underwent surgery for repair of a ventral hernia. A composix e/x hernia mesh was implanted to repair the hernia defect. On (B)(6) 2014, (B)(6) 2015, (B)(6) 2016 - the patient underwent multiple additional surgeries to remove the composix e/x, which had become infected, was eroding and had failed. The attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2014 - the patient underwent surgery for repair of a ventral hernia. A composix e/x hernia mesh was implanted to repair the hernia defect. (B)(6) 2014, (B)(6) 2015, (B)(6) 2016 - the patient underwent multiple additional surgeries to remove the composix e/x, which had become infected, was eroding and had failed. The attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently. Addendum per additional information provided: (B)(6) 2005 - patient was diagnosed with ventral hernia thereby underwent repair with the implant of composix mesh (device #1). (Note: there was no operative notes provided). (B)(6) 2014 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with the implant of composix e/x mesh (device #2). (Note: there was no operative notes provided). (B)(6) 2014 - patient was diagnosed with draining suture sinus thereby underwent repair with partial explant of mesh (device #1 & #2) and debridement of suture sinus. Per operative notes, ¿at the level of the fascia, purulent drainage was encountered. The edges of the fascia were debrided back sharply to expose the hernia mesh. The mesh was identified with small abscess. There was some discoloration to the gore-tex portion of the mesh prosthesis. First the gore-tex portion was excised followed by the marlex portion of the mesh (device #1 & #2). (Note: it was unclear which mesh explanted). (B)(6) 2015 - patient was diagnosed with recurrent ventral hernia thereby underwent repair with partial explant of infected mesh (device #1 & #2). Per operative notes, ¿the composix mesh (device #1 & #2) from previous repair were excised. There were multiple adhesions that were sharply lysed. Two sheets of seprafilm were then placed over the small bowel and omentum. Fascial defect was reconstructed using a double layer of synthetic mesh.". (B)(6) 2015, (B)(6) 2015 & (B)(6) 2015 - patient visited hospital for non-healing surgical wound. (B)(6) 2015 - patient visited hospital and was diagnosed with ventral hernia and other cholelithiasis without obstruction. (B)(6) 2016 - patient was diagnosed with recurrent ventral hernia thereby underwent repair with complete explant of infected mesh (device #1 & #2). Per operative notes, ¿the composix mesh (device #1 & #2) were excised together with an extensive lysis of adhesions. Numerous adhesions involving the small bowel to the mesh were encountered and taken down.¿ . Attorney alleges that the patient had abscess, adhesions, infection, mesh migration, mesh shrinkage, pain, hernia recurrence and emotional injuries.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. Based on the information provided, the patient experienced mesh erosion and infection. The warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ if additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct manufacturing date. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 2 years post implant of composix e/x mesh, patient was diagnosed with erosion, bacterial infection, fibrosis, adhesions, impaired healing and hernia recurrence thereby underwent repair with mesh removal. Hernia recurrence and adhesions are known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Review of the manufacturing records was performed and found that the lot was manufactured to specification. This supplemental emdr represents the composix e/x mesh (device #2). An additional emdr was submitted to represent the composix mesh (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.